Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous right iliac vein. A 14-2/5.8/75 xxl vascular balloon was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries reported.